Event description:
Found out on (B)(6) 2010 my kidneys' levels were slightly abnormal. Had no insurance, this was found out at the health department. On (B)(6) 2011, was living in another state, found out I now had stage 3 kidney disease. Kidney ultrasound looks normal. I had several cysts and adhesions in the incision area that had to be removed. This was quite painful and from what the doctor told me, the cysts will probably return. Through my own investigation I have identified these as inclusion cysts. I have an appointment on (B)(6) 2011 with a new ob/gyn to f/u on the procedure I had done to remove the cysts and to check on the possibility of more. This seems it will be a lifetime of discomfort and pain. After the surgery, I was left not able to urinate, and ended up back at the ER the next day to drain 2 liters of urine from my bladder. I was so swollen they had to use a pediatric catheter. I had to return every 2 days, to my doctor, to be recathed. My husband felt something sharp and it actually scraped him which you could see on his anatomy when we had sex. When I mentioned this on my follow ups to my doctor she said she could not feel or see anything. It has damaged my sexual relationship with my husband. I had a rectocele done at the same time as the mesh.